Manufacturer narrative:
Additional information was received that the reason for revision was due to placement was on patient¿s beltline and was uncomfortable. It was noted that the lead was replacement due to damage during the actual procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein a lead was replaced for an unknown reason.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein a lead was replaced for an unknown reason.